Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by changing the cartridge. Ultimately, the customer reverted to an alternate method of insulin therapy.